Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: 3.5x15mm nc trek; scaffold: 3.0x28mm absorb. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of dissection, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, electronic instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery. Pre-dilatation was performed using a 3.0x15mm nc trek balloon. A 3.5x28mm absorb and a 3.0x28mm absorb were implanted using 8-13 atmospheres (atm) for 30 seconds and post-dilated with a 3.5x15 nc trek to 20 atm. A dissection was noted in the proximal end of the 3.5x28mm absorb scaffold and a 3.0x12mm absorb was implanted to cover the dissection. There was a good final patient outcome. There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided.